Event description:
Meter name: fast take meter and one touch basic meter, strip name: fast take test strips and one touch strips, meter code: 19, strip code: 19, strip storage: stored properly, symptoms: dizzy, lightheaded, collapsed in the street, weak. A patient reported that they went to the hospital because they collapsed in the street. Their meter allegedly was inaccurately high (fast take) and was inaccurately low (otb). The result on their meter was 105mg/dl (unclear as to on which meter). The result on the hospital meter is 37mg/dl. The time difference between patient's fast take and otb meters is unknown. Time difference between the ft meter and hospital meter is also unknown. Unknown if patient was given treatment at the hospital. Their doctor took patient off of the diabetic medication patient was taking at that time. Also advised patient to test more frequently. Unclear when customer used their backup otb meter (before the incident or after). No further information has been reported.